Manufacturer narrative:
The product has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the touch screen is unresponsive.